Event description:
As reported in the article ¿cerebral embolization during percutaneous valve implantation does not occur during balloon inflation valvuloplasty: prospective diffusion-weighted brain MRI study¿ appearing in the journal of heart valve disease, volume 22 number 1: following a transapical tavr procedure an (B)(6) male had a stroke. His medical history included insulin-dependent diabetes associated with peripheral vascular disease, polyneuropathy, retinopathy, sleep-apnea syndrome, previous stroke, previous bilateral pulmonary embolisms, and atrial fibrillation. This patient died post operative day (pod) 16 as a result of multiple organ failure. No additional information related to this particular event was provided in the article. The aim of the study was to define the timing of cerebral embolization events during transcatheter aortic valve implantation (tavi), and to determine if events were more closely associated with valve implantation or with balloon inflation.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in an edwards clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. Although the cause of the stroke in this case cannot be confirmed, it addition to the tavr procedure itself the patient¿s advanced age, history of stroke, previous pulmonary embolism and atrial fibrillation may have also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.